Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
On (B)(4) 2012, a customer reported that on (B)(6) 2012 the transfer set had leaked. The fluid would not stop flowing from the set even when the clamp was closed. The sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was undetermined. The sample was received and evaluated. A visual inspection and clamp function test were performed, and it was noted that the occluder feet were broken. There was no whitish spot on the occluder leg that would indicate over-torquing. Leak testing was performed with no issues noted.